Event description:
Per surgeon notes: pt was unhappy with her surgery done at a different hosp related to bilateral implants and her asymmetry and presented for asymmetry with possible deflation of the left breast implant. Pt had surgery schedule for (B)(6) 2012. Findings in operating room: left implant deflation, grade IV capsular contraction of right breast implant. Had a bilateral implant exchange procedure performed. The surgeon obtained the left explant to return to allergan for eval.